Event description:
Routine maintenance/disinfection was conducted on the reverse osmosis (ro) water system within an outpatient hemodialysis center. During the disinfection of the ro system, the technician unplugged the total dissolved solid (tds) monitor in the outpatient care area (monitor in place as a safety precaution, to warn nursing staff in the event the tds level is out of range).the following day, the panel on the ro system was alarming due to high tds and low rejection rate and the ro softener tested high for water hardness post softener. The maintenance company was contacted and the problem was discussed with the technician who had disinfected the system the previous night. The facility biomedical services staff attempted to trouble shoot the problem by bleeding air from the ro pump, opening both back-flow by-pass valves, and flushing the ro loop quickly. The tds levels remained high. The maintenance company was contacted again and a representative arrived on site to assist biomedical services staff in troubleshooting the system. During this time, it was discovered that the tds monitor in the outpatient care area was not alarming and was found unplugged. Upon further investigation, it was discovered that the ro waste hose/line was incorrectly connected to the product return/recirculation port and the product recirculation hose was connected to the drain, causing the high tds levels. This set-up is the configuration to circulate disinfectant, but is not the set-up for normal operation. The ro system was re-configured for normal operation and was eventually returned to service. Initial patient treatments were disrupted, with treatments eventually resuming later in the day. There has been no known or reported patient harm as a result of this incident. Of note, another incident occurred in approximately three months ago, involving the same maintenance company technician and an incorrect sized hose connector causing water leakage that temporarily disrupted hemodialysis treatments for outpatients.======================manufacturer response for reverse osmosis system, ro system (per site reporter).======================they left a message for the director of biomedical services informing him that the ro system was fixed & is operating properly. They have also emailed him with the same information & a meeting has been set for later this month. The maintenance company would like to explain what happened and discuss their internal corrective actions and the changes they would like to make to the ro system at their cost to prevent this type of event from recurring.